Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00350: plate. 3025141-2019-00351: screw.

Event description:
A surgeon was implanting an aculoc 2 plate. While inserting a locking screw, the driver tip broke off in the screw head and could not be removed; the driver tip remains implanted.

Manufacturer narrative:
Returned driver was examined visually under magnification. It was not possible to confidently discern a crack propagation point though some surface material did appear to have some polishing. Based on the description of the failure, it's probable that the driver cracked or failed during screw insertion due to excessive torsional force and was noticed when the driver was pulled out of the screw. Excessive torsional force on the driver can be caused by many contributing factors. Additional mdrs associated with this event: 3025141-2019-00350: plate; 3025141-2019-00351: screw.